Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 400 mg/dl. Troubleshooting was performed. It was stated that the customer was not receiving insulin from the device. It was stated that the customer changes the infusion set every three days. The programming on the insulin pump was correct. It was stated that the customer was not confident with the device, and it was requested a replacement of the insulin pump. No further info was provided.